Manufacturer narrative:
(B)(4). Batch # n90a3f. The analysis results found that the er320 instrument was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be misaligned. In an attempt to replicate the reported incident the device was tested for functionality. During the analysis, the device was cycled and it fed and formed 14 scissored clips due to the misaligned condition of the jaws. In addition, the device locked out as intended. The instrument was disassembled in order to evaluate the condition of the internal components and the handle post was noted to be broken. It is known from the history of the device that this condition may lead to ejected clips. It could not be determined what may have caused this condition. Possible causes for the jaw condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 08/19/2016. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the clips misfired, they fell off and did not stay attached in the jaw; and then fired and the clip crossed. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.